Event description:
Patient reported redness, swelling and tenderness on upper right arm. Patient was seen by (B)(6) and treated with antibiotics. No further contact with patient.

Manufacturer narrative:
Incident reported after notification of recall of punches due to lack of sterilization validation. It should be noted that the packaged product is gamma irradiated at a range of 25kgy - 75 kgy. This particular lot (1231320) was irradiated at a dose of 25.2 kgy - 33.9 kgy.